Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) male underwent renal artery catheter insertion on (B)(6) 2013. During procedure, the physician was pulling an ansel 1 guiding sheath over a wire and the sheath broke in half. The physician was able to pull the wire and broken part of the sheath completely out and pressure was held to the site. There was no pt injury. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.